Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose level with a syringe of insulin. The device was not returned.